Event description:
It was reported that a button on the infusion device was defective. The caller reported that the infusion device jumped from the normal pump menu to the quick bolus mode, unintentionally due to the defective button.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. The caller reported that the infusion device jumped from the normal pump menu to the quick bolus mode, unintentionally due to the defective button.